Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalised on (B)(6) 2026 with hyperglycaemia. The patient¿s blood glucose levels rose above 700 mg/dl while wearing the pod between 24 and 36 hours. The patient reported that before they presented at the hospital, they programmed the pod to deliver 15 units of insulin, when this did not bring their blood glucose levels down, they programmed another 15 units. The patient reported they felt weakness and were unable to stand up. Once they arrived at the hospital, the patient programmed the pod to deliver another 16 units of insulin, when this did not bring down their blood glucose levels, the hospital staff administered 10 units intravenously. The patient also reported they are also a dialysis patient and they received dialysis treatment whilst hospitalised. The patient was discharged the next day on (B)(6) 2026.